Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of came apart was confirmed. Reliability engineering evaluated the device, and the reported problem was confirmed; the nose tube of the attachment came apart at the thread interface and the tip of the nose tube was flared, which is indicative of the application of excessive side load force during use. The condition of the device was consistent with improper handling, misuse, and lack of maintenance. If add'l info is received, a supplemental report will be sent.

Event description:
Report received from USA stating that the device came apart. The device was being used during surgery. It is unk if delay or medical intervention occurred. The date of the event is unk. There was no add'l info provided.